Event description:
While performing the aortic aneurysm repair anastomosis, the vascular surgeon communicated to the operating room team that the 3-0 prolene sh suture was "shredding." Appropriate repairs to the suture line were made and the procedure continued. The vascular surgeon described the suture as being "wet and shredding" during use. Every suture on the table of that type was examined and it was noted that it was the 3-0 that was shredding. Manufacturer response for 3-0 prolene sh, (brand not provided) (per site reporter).